Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the high blood glucose and diabetes ketoacidosis on (B)(6) 2020 for two days with blood glucose of 344 mg/dl which was treated with the intravenous drip. The customer was treated with bolus and it brought blood glucose down. The customer had already been in the hospital in (B)(6) for 4 days in diabetes ketoacidosis. The customer's low blood glucose level was treated with food. The device will not be returned for the analysis.